Manufacturer narrative:
This MDR was identified as requiring submission during a two year retrospective review. This complaint was opened as a duplicate to submit the MDR due to a pathway error. The initial report number was (B)(4). Failure analysis (fa) received a vela blender module and visually inspected part. The vela blender module was installed in known good unit. Once unit powered on there was a leak coming from the regulator. The leaking regulator is a known issue addressed with an internal action. The vela blender module was scrapped.

Event description:
The customer indicated the ventilator has hi pressure air leak sound when o2 hose is attached and ventilator is first turned on. Not on patient. Like a field service call. Field service found a leak at the back of vent. Found blender bad. Replaced blender and tested. Problem was resolved. Ran ovp - all tests passed.

Manufacturer narrative:
(B)(4).